Event description:
The facility representative reported a broken door found during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 06 2007. This device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.